Manufacturer narrative:
It was stated that the blower had stopped working and was placed in the hallway. During the on-site visit, the arjo technician replaced the blower unit with another one. The system (mattress and replacement blower) was then tested and was functioning properly, with no mattress deflation observed. A functional check was subsequently performed on the returned (claimed) blower unit; however, the reported issue could not be reproduced, as no sparking was observed when the device was connected to the power supply. During follow-up with the customer, it was clarified that neither the nurse nor the unit clerk directly observed any sparking and were unable to confirm the origin of the report. The device evaluation did not reveal any device malfunction. Based on the available information, the reported event could not be objectively confirmed. The root cause of the reported issue is therefore considered undetermined. A potential observational or reporting discrepancy cannot be excluded. To summarize, the arjo device was not used for a patient treatment when the event occurred. The device did not fail to meet the specification as no malfunction was found. The complaint was deemed reportable due to an allegation of power cord sparking. No injury was claimed. The device is distributed outside the us and no gudid information exists.

Event description:
Following the information reported, the power cord sparked, and the mattress deflated. There was no indication of patient involvement. No injury was claimed.